Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to unspecific medical reasons. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on july 27, 2022.